Event description:
It was reported that the battery was cracked and leaking. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the unit was disassembled and found to have a broken strap on the positive terminal, which created additional resistance and heat. This condition would have created the crack in the housing. It was also observed that the negative strap had a bend that is consistent with an impact event which could also have caused the broken strap on the positive terminal.